Event description:
As reported by the user facility (translation of user facility): pump-fast flow: according to the nurse: volume to infuse: 273 ml - infusion time: 2h infusion start at 12h00 - alarm end of infusion at 13h03 data displayed on the screen: flow rate 273 - volume to infuse 273 - remaining time 57 minutes. Consequences - vomiting more important than usual. Patient is safe. Certainly a parameter error. Reference MFR report 9610825-2013-00392.